Event description:
The complainant reported that a patient in cardiogenic shock from acute myocardial infarction was eventually placed on bipella (impella 5.5 and impella rp flex) for mechanical circulatory support (mcs) and experienced many complications. One in particular, hemolysis, requiring intervention was associated with the impella rp flex. The patient was initially implanted with an impella cp for mcs. After approximately eight hours, the patient was escalated to an impella 5.5 for continuation in therapy. However, the first impella 5.5 implanted malfunctioned and therefore was explanted and replaced. The replacement impella 5.5 was positioned under transesophageal echocardiographic guidance and ramped achieving a flow of 4.3 liters per minute. The patient was sent to the unit intubated and on impella 5.5 mcs. The following morning, the patient remained intubated. However, did not require sedation at this time. An echocardiogram was completed, and ejection fraction was noted as 15-20% with right ventricular systolic function reduced. The plan was to take the patient to the catheterization lab for left and right heart catheterization. Overnight, the patient had required additional blood products, volume resuscitation, and multiple amps of bicarbonate. The patient was in atrial fibrillation with rapid ventricular response and sustained ventricular tachycardia. The cardiologist gave multiple amiodarone boluses with amiodarone drip, and attempted beta blockers intravenous. However, rate control was unable to be achieved. The physician also attempted to cardiovert the patient two times. The patient was eventually cardioverted back into sinus rhythm and an impella rp flex was implanted (patient now on bipella support). It was noted that since placing the impella rp flex and cardioverting, the patient has been able to wean pressor requirements. The patient was continued on bipella support per the noted plan. At this time, the patient was sedated along with intubation. The patient was noted to move all extremities with purposeful movement noted to bilateral upper extremities. Throughout the day, the patient was noted to have ectopy and later that evening had two runs of ventricular tachycardia and was able to be shocked to normal sinus rhythm each time. The impella 5.5 measured 4.4 centimeters from the aortic valve annulus. The left ventricle chamber appeared narrow, and therefore, the patient was repositioned in the bed to ensure no contact with the wall. The inlet tip appeared close to the lateral wall but touching at the time of the echocardiogram. When the patient was flat on his back, the impella 5.5 inlet was in mid-ventricular space. The echocardiogram technician had completed the exam when the patient went into ventricular tachycardia and then ventricular fibrillation. The patient was shocked and the patient remained in ventricular fibrillation despite the second shock. Medication and fluids were administered and the patient was shocked back to sinus rhythm. The impella 5.5 was slightly rotated and locked at 34.5 centimeters marking, measuring 4.2 centimeters from the aortic valve annulus. The patient was in sinus rhythm with no further runs of ventricular tachycardia. However, ectopy was still noted at times. The following day, it was noted the patient¿s heart rate was irregular. There was ectopy at times. There were no more ventricular tachycardia and ventricular fibrillation issues after the event overnight. Urine was green in the foley tubing/bag and urine output has been less than 30 milliliters per hour to no urine for the last five hours. Bumex drip was started overnight. Creatinine continued increasing and a discussion was made for possibly starting continuous renal replacement therapy (which was started). Labs were drawn and were hemolyzed. The impella 5.5 and impella rp flex were weaned by one performance level. Labs were drawn again. The next day, the patient remained on mechanical ventilation and sedated with dialysis running. Dressings for both the impella 5.5 and impella rp flex were noted clean, dry, and intact. A chest x-ray showed the impella rp flex was in the proper position above the pulmonic valve. Labs came back hemolyzed. Overnight, no ectopy and one unit of blood and 500 of albumin were given. Echocardiogram this day in the morning showed left ventricular ejection fraction of around 10%. The plan of care was to continue the patient on bipella (impella 5.5 and impella rp flex) support. However subsequently, the patient¿s family withdrew care. The impella 5.5 and impella rp flex devices were both turned off along with intravenous drips and mechanical ventilation. The patient thereafter expired.

Manufacturer narrative:
Medical safety officer reviewed the event and determined there is not enough evidence to exclude the bipella impella 5.5 (serial number: (B)(6) as an associated factor in the patient's outcome. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. The impella rp flex is one of three reports associated with the patient's implant experience. Refer to the following: manufacturing report number: 1220648-2025-29934 for the report on the initially implanted impella 5.5 device serial number: (B)(6) that malfunctioned. Refer to manufacturing report number: 1220648-2025-30262 for the report on the bipella impella 5.5 device serial number: (B)(6) (associated with the demise outcome).

Manufacturer narrative:
Hemolysis: no product was returned for analysis. Hemolyzed labs were reported. Clinical confirmed good pump positioning. The data logs show several motor current spikes before reported hemolysis. There was a motor current spike while the pump was running at p8 with speed deviation and shift in placement signal. The pattern identified is most likely as a result of biomaterial interaction with the impeller. There were also 'impella stopped - motor current high' alarms and a small rise in purge pressure with a drop in purge flows. Placement signal trended upward for the remainder of support. The root cause of the hemolysis was most likely as a result of biomaterial as evidenced by the ingestion pattern observed in the data logs thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Temporary pump stop: no product was returned for analysis. The logs show several motor current spikes with 'impella stopped - motor current high' alarms. Before 'impella stopped - motor current high' alarms there was a motor current spike with speed deviation characteristic of an ingestion. Placement signal trended upward for the remainder of support; there was also a small rise in purge pressure with a drop in purge flows. The root cause of the temporary pump stop was most likely as a result of biomaterial as evidenced by the ingestion pattern observed in the data logs and multiple motor current spikes.